Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for 3 patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 run #1451 generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample and (B)(6) 2021 run #1529 generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a 2nd patient¿s sample both patients¿ samples analyzed on the cobas® liat® system (sn (B)(4)). Both patients¿ same samples were repeat tested on a different platform the cepheid that generated sars-cov-2 negative, influenza a negative, influenza b negative results. A recollected sample from each patient was tested again on the cobas® liat® system (sn (B)(4)) that generated sars-cov-2 negative, influenza a negative, influenza b negative results for each patient. A 3rd patient¿s sample was analyzed on the cobas® liat® system (sn (B)(4)) that generated a sars-cov-2 positive result the patient¿s same sample was repeat tested on two different platforms the cepheid and panther both instruments generated sars-cov-2 negative results. Patients¿ samples were collected using nasopharyngeal in remel m4rt 3 ml & bd universal viral transport media. The customer confirmed there were no allegations of harm to the patients. All results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Three (3) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. The discrepant results between the different assays is most likely due to sensitivities of the test and the viral concentration of the sample. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged that they received potential false positive results for 3 patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. Data analysis showed that on (B)(6) 2021 they observed a sars-cov-2 negative result for a patient¿s sample that had been tested on the hologic panther. On (B)(6) 2021 a repeat test of the patient¿s sample run # (B)(4) generated a sars-cov-2 positive, influenza a negative, influenza b negative result when analyzed on the cobas® liat® system (sn (B)(4). On (B)(6) 2021 the patient¿s sample was repeat tested and analyzed on a different platform the cepheid that generated a sars-cov-2 negative. On (B)(6) 2021 run # (B)(4) generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a 2nd patient¿s sample analyzed on the cobas® liat® system (sn (B)(4). The patients¿ sample was repeat tested on a different platform (cepheid) which generated a sars-cov-2 negative, result. A 3rd patient¿s sample was analyzed on the cobas® liat® system (sn (B)(4) that generated a sars-cov-2 positive result the patient¿s same sample was repeat tested on two different platforms the cepheid and panther both instruments generated sars-cov-2 negative results. Three (3) mdrs will be filed one for each sample as per FDA guidance.